Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. The review of the prismaflex m100 set device history record for lot number 13k1204 shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show one similar complaint related to a replacement pump segment disconnection, which occurred before use. The root cause of the reported event remains unknown.

Event description:
A patient in (B)(6) was undergoing crrt treatment when a blood leak was observed at the bottom of the replacement pump tubing on the prismaflex set. The operator immediately discontinued the treatment without returning the extracorporeal blood to the patient which resulted in an estimated blood loss of 150 ml. The patient did not require any medical intervention as a result of the blood loss.